Event description:
There was an allegation of a questionable lactate dehydrogenase acc. Ifcc ver.2 result for 1 patient sample on a cobas c 503 analytical unit. The initial result was 705 u/l. The repeated results were 510 u/l and 512 u/l. The sample was repeated because the initial result didn't match the patient's clinical history. The result of 512 u/l was reported to the physicians.

Manufacturer narrative:
The reagent lot number is 918056 with an expiration date of october 2026. The investigation is ongoing.

Manufacturer narrative:
The field service representative checked and adjusted the rinse unit, replaced the sample probe, and adjusted the main pump pressure. Due to insufficient information, a pre-analytical issue could not be excluded. The issue did not recur after the service actions were performed. The investigation did not identify a specific cause of the event.